Event description:
Reportedly, tried to inflate balloon in the patient cavity, but it broke. Nothing fell into the patient cavity and no injury was caused. The procedure was completed with another blunt tip trocar. Procedure: hernia.